Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, nine heartstring seals cracked while loading into the delivery tube. The report did not provide any further information. No patient involvement was reported.